Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During an arterial venous dialysis procedure, the sheath valve was noted to be leaking. Additional information has been requested, however it was not provided at the time of this report.